Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: the returned screwdriver shaft was examined and the complaint condition of broken tip was able to be confirmed as the distal 2.5mm of the hexagonal tip was broken off and not returned. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of excessive forces. The complaint is confirmed. The returned small hexagonal screwdriver shaft (part 314.55 / lot 7901187) is utilized in multiple systems including the 3.5mm lcp proximal humerus and 3.5mm va-lcp proximal tibial. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material record reports, non-conformance reports or complaint-related issues were identified with the lots numbers. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of excessive forces. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 25. May 2012, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to repair a fracture of a proximal tibia on (B)(6) 2015, the tip of a small hexagonal screwdriver broke off while inserting a screw. An alternate screwdriver was used to complete the procedure and no delay was reported. It is unknown whether the broken tip was retrieved. It was reported that the procedure was successfully completed. No further information was provided. This report is 1 of 1 for (B)(4).